Manufacturer narrative:
Product complaint # (B)(4) additional information provided: mcryl+ ud 18in 4-0 s/a ps-2 prm mp (mcp496g) : side affected: unknown reason product is not available: available, mcryl+ ud 18in 4-0 s/a ps-2 prm mp (mcp496g) : lot/batch number: 10bdlb list any j&j products that were utilized during the case but did not contribute to the reported event. Waiting on confirmation on how many is affected, but they will send back remainder of box . Was there any reported patient or user harm? No was there a significant delay? Unknow . If available, provide the product order number (po). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. If possible, please confirm how many devices demonstrated the alleged deficiency during this procedure? ¿ it's only been recorded as a few what that means I have not been able to confirm, but at least 2. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. ¿unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2026 and suture was used. Have had sutures that keep snapping. No adverse patient consequences. Additional information has been requested.